Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in poland. The patient reported that on (B)(6) 2024, patient experienced that infusion set tubing detachment as the infusion set tubing came apart at abdomen. The patient also reported that location of detachment was tubing/connector. The infusion set was in use for 2 days. No further information available.